Manufacturer narrative:
Date of event: aware date used as event date is unknown.

Event description:
It was reported that a cerebral vascular accident and death occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine 45 day post procedure follow up examination a large thrombus was visualized on the closure device. The patient declined medical intervention to treat the thrombus. At a later date the patient experienced a stroke and died.

Event description:
It was reported that a cerebral vascular accident and death occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine 45 day post procedure follow up examination a large thrombus was visualized on the closure device. The patient declined medical intervention to treat the thrombus. At a later date the patient experienced a stroke and died. It was further reported that the large thrombus that was visualized at the 45 day follow up examination was identified via transesophageal echocardiogram.